Event description:
It was reported that the user awoke with a blood glucose of 303 mg/dl and found the ilet connector had unlocked during sleep with the cartridge partially disengaged; the user performed a full supply change and later experienced a low glucose after the initial high, then reported glucose was stable at the time of the call. Troubleshooting and user education provided by customer care. Investigation of this case revealed user-reported connector disengagement and successful recovery after supply change, with guidance that reinserting and resuming delivery would have been acceptable. It was concluded that the event involved hyperglycemia and hypoglycemia with unclear cause, with device function restorable by reconnecting or replacing supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.